Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier was ejecting clips out of the jaw. It is unknown if any clips fell into the patient. A second like device was used to complete the procedure. There was no patient consequence reported. One device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.